Event description:
It was reported that approximately two months after implantation of a vena cava filter, a detached filter limb was discovered. The filter was removed and another filter was successfully implanted. The detached limb was not retrieved and it remains embedded in the ivc wall. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.